Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of left knee components due to patellofemoral dissociation and pain.

Manufacturer narrative:
An event regarding patella disassociation involving a triathlon mb patellar component was reported. The event was confirmed. Method and results: device evaluation and results: not possible as the component was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated that the primary harm was disassociation of a metal back polyethylene patella component. Device history review: confirmed all devices accepted into finished goods conformed to specification complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated that the primary harm was disassociation of a metal back polyethylene patella component. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Revision of left knee components due to patellofemoral dissociation and pain.